Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
An author in a literature article reported that 41 patients who had experienced eye perforations, missile injuries to the eye and foreign body in the eye received either ophthalmic silicone oil or ophthalmic perfluorocarbon gas during separate vitrectomy surgeries. At six months post-operative follow up, these patients subsequently experienced any of the following: eye atrophy, enucleation, hypotony, endophthalmitis and decreased visual acuity. Additional information was requested. Further patient identification is not available.

Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates the design or performance of the reported ophthalmic gas contributed to the event reported. The reported ophthalmic gas tank was unable to be evaluated because no gas tank sample was returned and the associated lot number was not provided. A review of the complaint records could not be performed because a valid lot number was not provided. With no additional, related information provided, the customer reported event was not confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in the regulatory report attachment field in order to provide a copy of the literature article that should have been included on the initial MDR. The manufacturer internal reference number is: (B)(4).